Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when the customer connected the pump to a power source it became hot. Review of pump data by tandem technical support showed there were no temperature alarms. There was no impact to the customer¿s blood glucose level. Reportedly, the customer will continue to use the pump for insulin therapy and monitor the pump.